Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, nausea, hypotension, and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn stated the serious adverse events were unrelated to any fresenius product(s) and/or device(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications, as evidenced by the patient¿s continued use of the device. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to ¿possible¿ peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of nausea, hypotension, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 11,900 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with (ip) vancomycin 1500 mg, and gentamycin 100 mg for a minimum dwell time of 6 hours. The patient¿s peritoneal effluent culture result returned positive for enterobacter cloacae, leclercia adecarboxylata, and pseudomonas stutzeri and the patient¿s antibiotics were continued. The patient continued to undergo ccpd therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge. The cause of the peritonitis is yet to be determined; however, the patient has recovered from the serious adverse events. Per the pdrn, there was no indication the serious adverse events were caused by any fresenius product(s) and/or device(s).